Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a breached cut of the outer insulation. There was blood ingression observed on the outer insulation and visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that the right ventricular lead threshold had been high at implant however it continued to rise. When the lead was programmed to the maximum output, capture was occurring intermittently. The lead was explanted and replaced. No patient complications have been reported as a result of this event.